Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board, generator drive board, and the power supply were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys had a communication failure. No pt injury was reported.